Manufacturer narrative:
A bend was found in the exposed portion of the soft cannula. It is unclear when the bend occurred. During the fluid path test, fluid was able to flow passed the bend and out of the distal tip of the soft cannula. No leaks were detected in the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 479 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus.